Event description:
It was reported that the biomed had an arctic sun device that was failing the fluid delivery line (fdl) valve test, the device has over 2000 hours and no history of the 2k pm. Coming in for 2k preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed o ring within one of the fdl valves. Internal flow was 1.4lpm, which is low. Three o rings were replaced. Device primed to fill during decon. Tank seals were worn or torn. The circulation pump outlet and mixing pump tubing were found to be dry rotting/experiencing material degradation. Pm performed. Tank seals were replaced. Circulation pump was serviced. The circulation pump outlet and mixing pump tubing were replaced. Serviced circulation pump and mixing pump. Replaced evaporator outlet tube, double bend tube, heater, drain valves, coin cell, and manifold o rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required because the batch number of the product is unknown. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was failing the fluid delivery line (fdl) valve test, the device has over 2000 hours and no history of the 2k preventive maintenance. Coming in for 2k preventive maintenance. Per sample evaluation results received via task on 08dec2025, it was reported that the device primed to fill during decontamination. Tank seals were worn/torn. The circulation pump outlet and mixing pump tubing were found to be dry rotting/experiencing material degradation.